Event description:
Defective power board.

Event description:
Device history record was reviewed, no event linked to the reported issue was observed. History log was downloaded after the power supply board was replaced. Several messages regarding battery charge issue were found. Error 99 was found several times in device log review, however since timekeeper was reset to default due to depleted battery, it could not be determined if the error occured before or after software 1.9 upgrade that addressed this issue. The reported device was received in lake zurich and its investigation was performed by our local technical team. Nothing was noticed during external or internal visual check. Due to the reported event, no test could be performed and it is only after replacing the power supply board that the device could be found functional again. The defective power supply board was sent to brézins for further investigation. It was tested with a volumat test bench. Overall functional tests on the battery source and on the main source performed successfully. No technical errors were triggered during all the stages of running. Therefore the reported event is not reproduced and cannot be confirmed. It might be linked to another part but can only be analyzed with the associated device. This complaint has been assessed as not being related to patient safety. This complaint is not confirmed. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring.